Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6). Block e1: initial reporters address: (B)(6). Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was cut and kinked, and only a portion of it was returned. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. There was evidence that the trip wire was secured in the handle assembly slot when received. The ligator head returned with three bands attached to it and were moved from their original positions. The suture hole was in good condition, and no damages were observed. Microscope examination was performed, and it was found that the ligator head teeth were damaged. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was confirmed. There is evidence that the ligator head teeth were damaged. This was likely caused by excess force applied during the handle rotation. Once that the ligator head teeth are damaged it can cause the suture to move from its original position, slipping through the bands during the handle rotation until it detaches from the component. This can lead to an improper deployment of the bands or could cause the bands to break. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.